Event description:
A physician reported that the ophthalmic handpiece had no ultrasounds during the cataract surgery and was quickly replaced with another handpiece. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The handpiece (hp) was returned for testing on this investigation. The hp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The handpiece was connected to a calibrated resistance breakout box, where the resistance and dissipation were found to be out of specification. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground, however, how or when moisture entered the handpiece remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).